Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y, the clips were not forming. The surgeon clips the suture not the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. No further information is available.